Event description:
Procedure: vats wedge resection. According to the reporter. There were no problems noted during surgery. An x-ray examination detected two unk shadows. Further examination of the cartridges used during the case noted that two were missing a component. The chest was reopened and the two components were removed. It was reported that there were no pt complications. The pt was kept in sicu for a longer period of time.